Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 245 mg/dl at the time of incident. The customer's mother stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.